Manufacturer narrative:
(B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. The batch review 3566017 showed that the devices were conformed to in process and finished goods specifications when released to stock the 7 oct.2011. Expiration date: 2014-09 (according to retained labels). Non-conformance was opened relating to deals with an issue linked to the printing of the label used on these devices, with no link with this complaint. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated (non-conformance / out of tolerance) to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported sutures breaking on two of the customer's gii anchors during a hand procedure. The surgeon was tying a knot for the first anchor when the sutures broke. The surgeon inserted a second anchor and the same thing happened. With both anchors, the surgeon had enough suture left to be able to tie knots. There were no patient consequences. No further information could be provided because the sales rep was not present. Please see also medwatch report 1221934-2018-50874.